Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found dislodged with changes in r-wave measurements and decreased impedances of an unspecified nature. A revision procedure was performed wherein the physician attempted to reposition the lead but the helix could not be retracted. The lead was removed and an alternate implanted without issue. No adverse patient effects were reported.

Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections noted setscrew marks on the terminal pin at the correct location, the helix stretched and dried blood in the based around the helix. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.